Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The product has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. Data was provided for investigation but does not reflect the alleged device. The probable cause could not be determined.